Event description:
The patient arrived to the ed with ems whom had placed an intraosseous access to the left tibial site. While removing the needle with hemostat, safety apparatus/cap detached from the needle leaving the needle secured in patient's leg. Gauze was applied to the site without oozing noted.device #1is this a laboratory device or laboratory test?no.